Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not functioning as intended. The customer reported occlusion alarms occurred the morning of (B)(6) 2016 and later that evening. The contact stated that the customer had experienced elevated blood glucose (bg) level of 333 mg/dl with trace level of ketones and has had elevated (bg) levels all weekend. The customer changed infusion set and delivered boluses with the pump and took manual injection to stabilize bg level. As tandem technical support was not contacted at the time of the occlusion alarm, a system check was not performed. It was indicated that the health care provider verified pump settings are correct and "nothing else was affecting bg's". The customer reverted to manual injections for insulin therapy. While disconnected from the pump the customer received a button alarm 22. Reportedly, no one was interacting with pump to have triggered the alarm. The customer loaded a new cartridge and insulin delivery was able to be resumed.